Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 6 times. The following information was provided by the initial reporter: "cap embedded x1, tube embedded x4, shield embedded x1".

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. Evaluation/testing of the customer samples was performed and embedded fm was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had foreign matter in tube; biological and nonbiological. This event occurred 6 times. The following information was provided by the initial reporter: "cap embedded x1, tube embedded x4, shield embedded x1."